Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 5229810 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This was manufactured before expiration dates were printed on packaging. H3 other text : see h.10.

Event description:
It was reported that a box of syringe 0.3ml 29ga 1/2in 10bag 500 pl/wg had missing label information before use. The following was reported by the initial reporter: "it was reported that the expiration dates were not on the box. Verbatim: pharmacy reported found full box of walgreens insulin syringe 30g, 0.3ml 8mm with lot # 6347590. Lot # 6347590. Catalog# 928855. Date of event (B)(6) 2021. Sample no. Pharmacy reported found full box of walgreens insulin syringe without exp dates."

Manufacturer narrative:
"A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that a box of syringe 0.3ml 29ga 1/2in 10bag 500 pl/wg had missing label information before use. The following was reported by the initial reporter: "it was reported that the expiration dates were not on the box. Verbatim: pharmacy reported found full box of (B)(6) insulin syringe 30g, 0.3ml 8mm with lot # 6347590, lot # 6347590, catalog# 928855, date of event: (B)(6) 2021, sample no. Pharmacy reported found full box of (B)(6) insulin syringe without exp dates".